Event description:
Adverse events were reported under study and indicated seven mos post index procedure, the pt experience angina pectoris and required target vessel revascularization, due to proximal disease progression. Additional event narrative indicated positive stress test for cardiac ischemia and a coronary angiogram, which confirmed the proximal disease progression. There was no evidence for myocardial infarction. Repeat target vessel revascularization was completed and during this revascularization, the index procedure target site was evaluated and the following was noted: timi flow was a grade 3 with zero diameter stenosis/no in-stent restenosis. There was no aneurysm at site of procedure. However, the proximal disease progression was within 5mm peri to the study stent. This peri-stent restenosis/progression of disease was treated with another cypher select plus 3.00x23 stent, which overlapped the initially placed cypher select plus stent. Serious adverse event was indicated, as in-patient hospitalization was required. Event outcome assessment was completed and noted resolved without sequela.

Manufacturer narrative:
The following additional procedural info was provided. Preprocedure treatment medication was aspiring 75mg (<30 days) statins, and other lipid lowering drugs. The index procedure was completed same day as conset with an indication of stable angina. One-vessel disease extent was noted and no staged procedure was planned. Number of lesion treated during this procedure was one. Heart rate at the beginning of the procedure was 74 with blood pressure of 150/85 and left ventricular ejection fraction (calculated or estimated) was >50%. Medication(s) at time of index procedure was unfractionated heparin. Gpiib/iiia inhibitor was not administered. The target vessel was the native mid left anterior descending artery. Vessel diameter was 2.75 mm with 16mm lesion length. The lesion was de novo, non-ostial, non-bifurcated, smooth and classified as type b1. Vessel accessibility: readily accessible proximal segment, eccentric with little to no calcification. There was no angulation. Thrombus was absent. Preprocedure diameter stenosis, visually estimated, was 80% (timi flow was not graded). The lesion was predilated with a 2.5x15 balloon at maximum inflation pressure of 10. The cypher select plus 2.75 x 18mm stent was deployed at maximum pressure of 14 atmospheres with satisfactory results with no stent postdilitation. Intravascular ultrasound and thrombus aspiration were not completed, as well as distal protection device was not used in this procedure. Visual estimated postprocedure stenosis was 0% and timi flow was not graded. No adverse event or device malfunction occurred during this index procedure. Medications postprocedure were aspirin 100 mg and clopidogrel 75 mg. The pt was discharged the following day on aspirin 100 mg- permanent, clopidogrel 75 mg- 6 mos, satins, and other lipid lowering drugs. The device is not available for evaluation and testing. However, any additional info will be submitted within 30 days upon receipt. This device is not distributed in the united states but is similar to the us distributed cypher sirolimus-eluting stent.